Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. It should be noted that the emboshield nav6 embolic protection system (eps) electronic instruction for use (IFU), states: the emboshield nav6 is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. The IFU further states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, the guide wire used in the procedure was not compatible with the eps, as the stop was missing from the non-abbott guide wire which prevents the filter from migrating or detaching off the eps barewire. The investigation determined the reported difficulties of filter detachment appear to be related to the use error. The physical resistance appears to be related to the operational circumstances of the procedure as the retrieval catheter encountered resistance with the fractured stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a target lesion in the left superficial femoral artery (sfa). The emboshield nav6 was advanced over a non-abbott guide wire (viper step guide wire), as it was thought that possibly atherectomy would be performed. A non-abbott stent was deployed; however, during deployment, the deployment trigger got stuck. The physician tried to pull the device to remove and the stent fractured. Additional stents were deployed as treatment of the fractured stent and no flow was noted in the vessel, due to the fractured stent. The emboshield retrieval catheter (rc) was advanced, but could not cross the fractured stent. With the rc proximal to the stent, the non-abbott guide wire was pulled back in an attempt to pull the emboshield nav6 into the rc, but the nav6 filter became caught in the fractured stent and came off the non-abbott guide wire. As no devices were able to pass the fractured stent, the physician made no attempts to remove the nav6 filter with a snare. There are no additional plans to remove the filter. The patient will be medically managed. No additional information was provided.